Manufacturer narrative:
Follow up information was received 16-oct-2025. B5 and h6 have been updated accordingly.

Event description:
Follow up was received on 16-oct-2025. It was clarified that when the patient removed the needle cap, the catheter was already deployed. The pod was not worn.

Event description:
Prestataire reported "needle mechanism". No further information was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.